Event description:
It was reported that the 9800 system had a low ma error message. There was arching from the tube and the screen went blank. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The candlesticks were re-greased and the high voltage cable replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.